Event description:
Customer's daughter reported an incident of hyperglycemia requiring hospitalization within 24 hours of attempting and being unable to use her advantage system due to error within specifications. Daughter took the customer to a hospital where she was treated with insulin. Customer was using expired strips. A request was made for the return of the system and a replacement was sent.